Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was beeping due to code 1007, message indicator that the shocking capacitors are not charged to the programmed voltage 45 seconds after the start of charging. Technical services advised replacing this ICD as critical therapy is not guaranteed. The patient should be considered unprotected. Subsequently, this device was explanted, replaced and returned due to code 1007 and premature battery depletion. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis. Corrected field: b3 (date of event) corrected to (B)(6) 2021 this device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Review of the device memory confirmed that a high voltage alert was recorded. Although the device memory diagnostics demonstrated that the daily battery voltage measurements displayed an irregular pattern of discharge, the battery voltage level upon receipt in the laboratory remained sufficient to ensure therapy availability/delivery while the device was implanted. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a latent current leakage path within the battery itself, which resulted in a partial depletion of the battery. This behavior is caused by a latent electrical leakage path that develops over time between the anode and cathode within the device battery. In certain circumstances, lithium metal ions can re-plate to form clusters that may result in an internal current leakage. A design enhancement was implemented in 2013 to enlarge the physical barrier between the electrode layers to prevent current leakage in the area of the battery that is most often affected by this behavior.

Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was beeping due to code 1007, message indicator that the shocking capacitors are not charged to the programmed voltage 45 seconds after the start of charging. Technical services advised replacing this ICD as critical therapy is not guaranteed. The patient should be considered unprotected. Subsequently, this device was explanted, replaced and returned due to code 1007 and premature battery depletion. No additional adverse patient effects were reported.